Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-30, serial/lot: (B)(4) description: linear st lead, 30cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant of the scs system due to infection at the ipg and lead site. Symptoms of the infection were warmth and redness. The patient was given antibiotics to treat the infection and the patient's symptoms resolved.

Manufacturer narrative:
Additional information was received that the infection was assessed to be procedure related and not device related.

Event description:
A report was received that the patient underwent an explant of the scs system due to infection at the ipg and lead site. Symptoms of the infection were warmth and redness. The patient was given antibiotics to treat the infection and the patient's symptoms resolved.